Event description:
False positive rf results were generated, the issue appears to be reagent related.

Manufacturer narrative:
Beckman coulter unique identifier is (B)(4). This cf is linked to (B)(4). Additional data that generated this linked customer feedback was obtained on (B)(6) 2011.

Manufacturer narrative:
(B)(4).